Event description:
The defibrillator advised a shock and when the user pressed the shock button, the ECG display became black and the AED performed a self-test. The user removed the pads from the patient and performed CPR until ems arrived with another defibrillator. Three shocks were delivered by ems with the second defibrillator. Approximate time from patient event to ems arrival was 10-12 minutes.